Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a post-reset ram crc alarm and power failure detected alarm which was critical alarm. Customer stated they had an MRI and there pump was not working. The customer stated they were able to clear the alarm and also able to rewind insulin pump. Customer performed self test and it was passed. The customer stated they received¿critical pump error¿alarm immediately after a battery changed.¿no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.